Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. The location of the break, and feedback from the surgeon, indicate that the screws had good purchase in the bone. Excessive loading by the nested construct could have contributed to screw fracture, however, since the screw remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained.

Event description:
On (B)(6) 2017, it was reported to k2m inc. That two screws broke. One of the screws broke about 4 months post-operatively and the second broke about a year post-operatively. The patient has not been revised yet. Related to 3004774118-2017-00211 and mw5073653.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. The location ot the break and feedback from the surgeon, indicate that the screws had good purchase in the bone. Excessive loading by the nested construct could have contributed to screw fracture however, since the screw remains in the patient, no physical, chemical evaluation could be performed and the root the cause of the reported issue could not be ascertained.

Event description:
On (B)(6) 2017, it was reported to k2m inc. That two screws broke. One of the screw broke about 4 month post-operatively and the second broke about a year post-operatively. The patient has not been revised yet. Related to 3004114118-2017-00211 and mw5073653. The patient was revised on (B)(6) 2018. The bone shaft of the screw remains insitu.